Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak test failed, no image was displayed, damaged cable insulation, faulty cable and faulty connector. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction, leak test failed and damaged cable insulation was determined to be a component failure, and the cause of the no image was faulty cable and faulty connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a broken, would not come on would not do anything during inspection for use involving an olympus camera head. There was no patient involvement.